Manufacturer narrative:
Follow-up #2 (submission 12/04/2012)-correction: lifescan completed device evaluation on the returned meter on (B)(4) 2012 and not on (B)(4) 2012 as previously reported.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from the (B)(6) alleging an error 4 message issue with the one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 (submission 11/26/2012)-device evaluation: lifescan received the meter and test strips with the complaint and completed device evaluation on (B)(4) 2012 and (B)(4) 2012, respectively. The returned test strips passed testing. The alleged complaint was not confirmed. However, the returned meter failed testing. The alleged error message was confirmed in the meter's error log but was not reproducible during investigations.

Manufacturer narrative:
The meter and test strips have been returned to lifescan (lfs) for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.